Event description:
See initial report.

Manufacturer narrative:
H.10: livanova deutschland requested the complained unit for further investigation. Investigation results revealed that no deviations have been identified. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that after powering on a s5 gas blender system, multiple error codes were displayed and the actual flow is lower than the set value. There was no patient involvement .